Event description:
Medtronic received information that during the implant of this bioprosthetic valve, after sizing, seating the valve and tying the sutures, the surgeon noticed that the left coronary ostia was being blocked by the stent rail. The valve was explanted, a root enlargement was performed, and the patient was implanted with another manufacture's valve with no adverse patient effects.

Manufacturer narrative:
It was reported that no product was going to be returned for analysis. Review of the device history record showed that this valve met all manufacturing specifications for product released to distribution. No issues were noted that would have impacted this event. Based on the available information, this event was likely related to implant technique.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.